Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a fingerstick blood glucose of 41 mg/dl after self-treating with small carbohydrate doses; the agent advised 15 grams of fast-acting carbohydrates with a 15-minute wait, but the user pursued immediate transfer to clinical support. Symptoms included low blood glucose requiring oral glucose. Outcomes included transient hypoglycemia without hospitalization. Investigation included a review of user-reported glucose values and treatment steps and provision of troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component failure and suggested user-administered treatment that differed from recommended hypoglycemia management, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.